Event description:
It was reported that the patient was experiencing discomfort at the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.